Event description:
It was reported that the patient had an inflatable penile prosthesis implanted 1.5 years ago and now the pump has malfunctioned. The patient is expected to undergo a revision in the near future. Additional information received indicated the tubing to the pump was very obviously damaged so we replaced pump only. The cylinders were tested for air leaks and the physician was satisfied they were intact. The patient did not report any obvious trauma but the device stopped working abruptly 2 weeks ago.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted 1.5 years ago and now the pump has malfunctioned. The patient is expected to undergo a revision in the near future.